Event description:
The pt was implanted with a contour siltex saline mammary prosthesis in 1996. Subsequently, the pt experienced a deflation of the device, breast pain and seroma. The device was removed in 1999.